Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by arthroscopy, sports medicine, and rehabilitation titled ¿superior capsular reconstruction using 3-layered fascia lata autograft reinforced with a nonresorbable suture mesh¿. The study reviewed twenty-four (24) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. One (1) patient had the anchor pull out during the twelve (12) month follow-up period. Ref: polacek, m. And c. P. Nyegaard (2020). "Superior capsular reconstruction using 3-layered fascia lata autograft reinforced with a nonresorbable suture mesh." Arthrosc sports med rehabil 2(5): e489-e497.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.